Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator posted alarm and the error message device failure (6) and then shut down. The ventilator was removed from the patient. No patient injury was reported.

Manufacturer narrative:
The device log was downloaded and analyzed by the manufacturer. The described behavior could be retraced in the logbook. The ventilator performed at the date of event a reboot. During a reboot the evita infinity v500 ventilation unit stops ventilating and an audible alarm is activated informing the user of the status of the device. The emergency-breathing valve opens to atmosphere allowing for spontaneous breathing. It could be confirmed that the optical and acoustical alarm "device failure 6" was generated. The reported device failure 6 is related to a malfunction of the therapy control unit m16.2. Therefore this component was replaced and returned to the manufacturer for analysis. Nevertheless, the hardware analysis of the m16.2 showed that it was working within specification. No malfunction could be reproduced. Therefore it was not possible to determine the exact root cause. Since replacement of the control unit no further malfunctions have been reported. The number of reported events with the described behavior is very rare. No device failure identified. The control unit has been replaced as precautionary measure as error messages pointed to this component. The device behaved as specified for the reported malfunction with reboot to restore ventilation.

Event description:
Please initial report.